Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have blade damage at the base of the blade. Both blade edges were indented. Due to the damage, the scissors cannot be closed completely. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Common causes of the failure mode mechanical indentations and/or burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.